Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Further information was received indicating this event was supplemental information to manufacturer report number 2938836-2018-08949. Investigation findings will be reported under 2916596-2023-00966.

Event description:
It was reported that the patient had a pump exchange due to driveline damage.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.